Event description:
The explanted device was received for investigation.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received for investigation.

Manufacturer narrative:
Conclusion: device investigation of the received parts did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the limited information received from the field the device was explanted due to chronic pain and loss of function due to pain at stimulation. However, pain is an undesired side effect of ci implantation. This is a final report.